Event description:
It was reported that during preparation, before use, air leaked into the syringe at double negative prep. The connections were checked and all were tight. A new 3.5 x 15 mm nc trek was used successfully. There was no patient involvement and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.